Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that customer experience hyperglycemia. Customer's blood glucose level was 151 mg/dl at time of alarm and yesterday due to him having broncitious and taking antibiotics blood glucose were over 5000 mg/dl. Customer treated with the insulin pump and by manual injection. Customer declined troubleshooting high blood glucose. Customer reporting that she inserted a sensor into the customer last night and the insulin pump was alarming change sensor. Customer was not in auto mode at the time of the high blood glucose and did not have any adverse events. The insulin pump will not be returned for analysis.